Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es there were upload processing errors and user errors during transactions following the server upgrade to software version 1.8. Bd engaged with the customer to assist in resolving the issue. It was determined that the issue was related to server upgrade process and missing some data in the server database. The issue was resolved by reverse syncing the device and upgrading the software. This report is being submitted for devices potentially affected by the issue. Bd conducted software upgrades to mitigate and/or fix the errors since it is currently unknown which specific device encountered the issue. Refer to manufacture report number: 2016493-2025-72608 for the report on the specific device that had this issue. There was no harm reported.